Event description:
The clinician reports the implant was inserted (B)(6) 2020 in ada 20. Details of surgery: primary stability not achieved and implant surface not completely covered with bone. On (B)(6) 2023, loss of osseointegration was verified. Patient presented with fair oral hygiene. The device was forwarded to the manufacturer. At the event the patient experienced: pain and swelling. No further patient complications were reported.